Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 37 mg/dl. Customer's spouse assisted with providing sugar to elevate bg. Customer did not know cause of low bg. Tandem technical support reviewed pump data and confirmed that the basal iq feature suspended insulin appropriately and continuous glucose monitor low bg alerts occurred as expected. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump or recorded by continuous glucose monitor on (B)(6 )2019. User made bolus requests by entering both current bg and carbohydrate gram values. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.